Event description:
After the premature ventricular contractions procedure, a cardiac perforation was noted. Ablation took place in the left ventricle using retro-aortic access with the tacticath se and ablation was done on the posterior wall of the left ventricle. 50 mg of protamine was given to the patient and upon catheter removal, final ice images showed a pericardial effusion. The viewflew ice catheter remained in the right atrium and ventricle throughout the case and a small effusion had been noted pre-procedure. No sudden events occurred during the procedure and ablation was done only in the left ventricle. No other catheters were inserted into the left ventricle. Act was maintained above 300 and the patient was treated for low blood pressure throughout the case. A pericardiocentesis was performed and 540cc of blood were removed from the effusion. The physician does not believe the cardiac perforation was caused by any abbott products used in the procedure. It is unknown which device caused the effusion as there was no significant change during the case. Effusion was noted post case. The patient was stable and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.